Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clips did not close properly and there were issues with the loading and firing of the clips. The customer took a new device. This device had the same issue. Therefore they needed to use another clip applier from another supplier to finish the procedure. The surgery was delayed for 15-20 minutes because of this. There was nopatient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account with the appropriate packaging. The instrument was partially applied with twelve remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media. The instrument cycled without binding. The pusher advanced properly and retracted fully during the handle squeeze. Clips formed properly and remained securely fastened after the jaws were released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. If information is provided in the future, a supplemental report will be issued.